Event description:
The patient had functional loss due to arthrofibrosis 8 weeks postoperatively. At (B)(6) 2022 the patient was hospitalized to perform manipulation under anesthesia. No explant or revision surgeries were done or planned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
D1 updated. Reported event: an event regarding rom (arthrofibrosis) involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient underwent manipulation under anesthesia due to functional loss/arthrofibrosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name: triathlon tritanium baseplate 5; cat# unknown; lot# unknown device name: triathlon total femur cr cementless; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had functional loss due to arthrofibrosis 8 weeks postoperatively. At (B)(6)2022 the patient was hospitalized to perform manipulation under anesthesia. No explant or revision surgeries were done or planned.